Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient reported wound was not healing and underwent surgical intervention on (B)(6) 2024, wherein a washout was performed and treated with oral antibiotics. Post follow up appointment the physician addressed the wound is healing well.